Event description:
It was reported by the intuitive surgical, inc. (Isi) specialty sales manager (ssm) that during a da vinci-assisted procedure, there was subcutaneous emphysema around the patient¿s neck. The patient is now doing fine. Isi followed up with the ssm, who was present during the procedure, and obtained the following information on 26-oct-2021: the patient was discovered to have subcutaneous emphysema of the neck by the anesthetist about 3 hours into the procedure. The patient¿s oxygen saturation dropped. The cannulas were immediately examined, and it was discovered that the arm 1 cannula was not properly placed. The patient was an (B)(6) female who was noted to have very lax and thin skin. Arm 1 was moving extensively throughout the procedure and no one realized that the cannula had shifted. The cannula was adjusted and the last 1 hour of the procedure was completed robotically. The patient was sent to the ICU for monitoring for 1 day and is currently doing well.

Manufacturer narrative:
There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. This complaint is reportable due to the following: it was reported that during a da vinci-assisted surgical procedure, the patient¿s oxygen level dropped due to subcutaneous emphysema. It is unknown what medical intervention, if any, was administered to the patient intra-operatively due to the complications. Post-operatively, the patient was sent to the ICU. There was no allegation of a malfunction of a da vinci system, product and accessory. The failure to check whether the cannulas were maintained in its proper position during surgery constitutes a use error.

Manufacturer narrative:
Additional information can be found in the following sections: a2, a3, a4, a5, a6, g3, g6, h2 and h10. D11- on (B)(6) 2021, intuitive surgical, inc. (Isi) received the following additional information about the reported event: there were no complications to the patient due to the emphysema. The patient was admitted to the ICU for observation for less than 1 day, until the swelling went down. The patient was ventilated until the co2 was resorbed and then extubated. There was no relevant medical history or anatomical factors that contributed to the incident. The patient was a white, 81 year old female, weighing 53 kg .

Event description:
Refer to h10/h11 for follow-up information.